Event description:
It was reported that the insulin pump had a vibration feature that only worked intermittently. The blood glucose reading was 170 mg/dl. The customer stated that he was not getting vibrations when the insulin pump alarmed sometimes. He reported that he only noticed alarms once they escalated to the siren. During troubleshoot, the insulin pump did not vibrate during the vibrate test. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no unexpected vibration anomaly noted during our testing. The insulin pump passed self test. The insulin pump has cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.